Event description:
Healthcare professional reported intracapsulare rupture and capsular contracture baker grade ii. This record is for the left side. Device was explanted and is unknown if it was replaced.

Manufacturer narrative:
Continued: e.1.: zip code: (B)(6), phone number: (B)(6), fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported intracapsulare rupture and capsular contracture baker grade ii. This record is for the left side. Device was explanted and is unknown if it was replaced.

Event description:
Healthcare professional reported intracapsular rupture an capsular contracture baker grade ii via "MRI". This record is for the left side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6.